Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Internal insulation abrasion was noted under the rv shock coil at 6.8-7.0cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.